Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was advised to clean the speaker holes, reinsert the cartridge, and wait to resume insulin, which successfully resolved the issue. The pump returned to normal operation, and the customer was given tips to prevent future altitude alarms.